Event description:
It was reported that the patient had an MRI (magnetic resonance imaging) scanning without changing the device settings prior to the MRI. This caused the implantable cardioverter defibrillator to go into backup mode. Programming changes were performed. The patient was in stable condition.